Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that seven years post implant of this aortic bioprosthetic valve, the patient had four admissions for decompensated heart failure during the past year. The patient reports shortness of breath on exertion and bilateral lower extremity edema. It was noted the patient was placed on multiple drugs however could not tolerate due to hypotension and possible acute kidney injury. Severe aortic stenosis was diagnosed. Subsequently, the patient was referred to another hospital after an echocardiogram showed severe paravalvular aortic regurgitation. An incomplete leaflet coaptation via cardiac computed tomography was noted. Twenty-four days later, a non-medtronic second valve was implanted valve-in-valve successfully. One month and two days following the second valve implant, the patient felt much better since the procedure was reported. No additional adverse patient effects were reported.